Event description:
A patient reported that they were in the emergency room (e.r.) Because, at midnight, they woke up suddenly with vomiting. They were in the bathroom and they hit their implantable neurostimulator (ins) very hard. Soon after that, they began to notice spasms in their abdomen. There were no life changes, or emi/medical exposures related to the event. The patient was not able to troubleshoot during the report and they were far away from their healthcare providers (hcp) office. It was recommended to follow up with their hcp and a local manufacturing representative was requested. The ins was indicated for gastric stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that they notified their managing physician of their events on (B)(6) 2017. The device was turned off and a surgery was scheduled for (B)(6) 2017. It was noted that the device had stopped shocking them and they just had vomiting, pain and nausea. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.